Event description:
Erroneous wbc, rbc, hematocrit (hct), hemoglobin (hgb) and platelet (plt) results from a single patient that were generated by the coulter act diff 2 instrument. The rbc result was 2.52 x 10 6 cells/micro l. The wbc result was 34.0 x 10 3 cells/micro l. The hgb result was 7.0 g/dl.the hct result was 21.3%. The plt result was 114 x 10 3 cells/micro l. The results were rerun which recovered simialr results. The rerun results were reported out of the lab. A new sample from the same patient was drawn and tested. The rbc result was 4.09 x 10 6 cells/micro l. The wbc was 54.0 x 10 3 cells/micro l. The hgb result was 11.4 g/dl. The hct result was 34.9%. The plt result was 153 x 10 3 cells/micro l. No information was provided if repeated results were reported out of the lab. The customer reran the original sample and recovered results similar to the second draw. The customer indicated there was no change in patient treatment that can be attributed to or connected with this event.